Manufacturer narrative:
Unit received with missing segment due to cracked and bleeding lcd glass. Pump received with cracked case corner of the belt clip rails near the battery compartment. Test reservoir lock properly inside the reservoir tube (B)(4). The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
Information received by medtronic indicated that the right side of insulin pump was cracked. Customer stated the insulin pump was not bumped or dropped. No harm requiring medical intervention was reported. The insulin pump will be returned for analysis.